Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the cutter insertion assessment, the bearings were worn out and loose which created a situation where the cutter was not able to be inserted. This is because the bearings were no longer in axial alignment not allowing the cutter to pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to damaged bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device bearings were falling out. According to the report, the event occurred while the device was on the side table and the device was not in contact with the patient. There were no delays to the planned surgical procedure as a spare device was available for use to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.